Event description:
According to the reporter, during a thyroid surgery, there was a problem with the equipment, bizact clamp and a non- (B)(6) bipolar clamp. The patient had burn. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).